Event description:
When the laser is used, the exposed skin of the dr, assistant, and pt turns red, like a sunburn. This usually lasts for a period of 5-10 mins then goes away. User has talked with other people who use the same laser and they do not experience this redness. User wonders if it is not some type of radiation or argon leak. User is concerned about their laser. The dr's eye prescription has been changed three times since purchasing the laser.